Event description:
During a phacoemulsification procedure, this unit exhibited a "check air pressure" error. The unit was turned off then back on again. It was able to be used to complete the procedure.